Event description:
(B)(4). I've had essure for going on eight years now, and for the last three or four years my side effects have progressed. I've gone from sharp pains to extreme pains in my pelvic region. I'm talking balled up fetal position pains. There's also painful intercourse, bleeding/spotting for days/weeks at a time and numbness in my legs, just to name a few.... This product should definitely be taken off the market!!